Event description:
It was reported that a cartridge was not fully snapped into the pump, and the issue was noticed last night. There was no adverse impact to the customer's blood glucose level. The customer removed the pump case and o-ring from the pneumatic tap area, used a cleaning wipe, and opted to load a new cartridge. The customer successfully completed the loading process and resumed insulin use.